Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. H3 other text : see section h.10.

Event description:
It was reported that air bubbles occurred during use with a unspecified bd nexiva catheter. The following information was provided by the initial reporter, "the CT department has experienced two air emboli in two different patients post scan. These patients came to the department with nexiva pivs in-situ, placed in the ER. It is unclear if the individual initiating the IV pushed air into the patient vessel. The air emboli in each patient was in the 2 ml range, a much greater amount than the volume of the nexiva extension set."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air bubbles occurred during use with a unspecified bd nexiva catheter. The following information was provided by the initial reporter, "the CT department has experienced two air emboli in two different patients post scan. These patients came to the department with nexiva pivs in-situ, placed in the ER. It is unclear if the individual initiating the IV pushed air into the patient vessel. The air emboli in each patient was in the 2 ml range, a much greater amount than the volume of the nexiva extension set."